Event description:
It was reported during the da vinci assisted surgical procedure; the monopolar curved scissors instrument had a poor tip movement. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors instrument associated with this complaint and completed investigations. The instrument was placed and driven on an in-house system and the instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument blades opened and closed properly several times. The cut test was done three times and passed each time. The monopolar energy cord was connected to an in-house generator and passed recognition as an energy device. The instrument passed the electrical continuity test. The instrument was fully functional. It may be possible the wrong part was returned for this complaint. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product.